Event description:
It was reported during a laparoscopic gastrectomy procedure, the doctor fired the new device and could not remove the device. Then he removed it forcibly and found no staples in tissue and the tissue did not cut. Another device was used and the same problem occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
H6: firing mechanism damaged. Evaluation summary: the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples and with no damage to the cartridge lock out tab. In addition another cartridge was received inside the bag, fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the device did open and closed without any difficulties.